Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became shattered. Customer's blood glucose level was not impacted. Reportedly, the pump is still functional. The contact stated the pump could have hit something but is unsure. It was indicated that the customer would continue to use the pump until a replacement arrives and has insulin pens available as alternate insulin therapy.